Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The lancets were requested for investigation.

Event description:
The initial reporter complained that the lancet did not retract on the accu-chek safe-t-pro uno device. There was an accidental finger stick, however, there was no allegation of a serious injury and no allegation that medical treatment was received. The customer has not provided any additional information.